Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No 510# number provided because this implant is sold internationally with different indications for use; it is currently sold in the us under a different part number. The correction/removal reporting number listed applies to the corresponding product code sold domestically.

Event description:
Asr revision asr resurfacing left reason(s) for revision: unknown update 12 may 2017: additional information received for reason of revision. Updated patient harm to alval / soft tissue reaction. This complaint was updated on 12 jun 2017.

Manufacturer narrative:
Asr revision. Asr resurfacing left. Reason(s) for revision: unknown. Update 12 may 2017: additional information received for reason of revision. Updated patient harm to alval / soft tissue reaction. This complaint was updated on 12 jun 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.